Event description:
It was reported that the pump failed patient side occlusion test and was unable to calibrate pressure, would show "upstream & downstream voltage readings were not in range, upstream and downstream transducer checks failed¿. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, PMA / 510(k)# added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that the pump failed patient side occlusion test and was unable to calibrate pressure, would show "upstream & downstream voltage readings were not in range, upstream and downstream transducer checks failed¿. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the pump failed patient side occlusion test and was unable to calibrate pressure, would show "upstream & downstream voltage readings were not in range, upstream and downstream transducer checks failed¿. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue associated with the pump module failing patient-side occlusion test was confirmed. However, the reported issue with the pump module unable to calibrate pressure and displaying "upstream & downstream voltage readings were not in range, upstream and downstream transducer checks failed¿ was not replicated through laboratory testing. Laboratory testing found that patient-side occlusion test performed on the suspect pump module failing with a pressure reading of 7.2 psi. Which is outside the specification, the acceptable range is between 7.7 psi and 12.7 psi. Default pressure calibration performed on the suspect pump module successfully completed; however, the pump module was still failing patient-side occlusion test. Replacing the suspect pressure sensor with a known good pressure sensor passed patient-side occlusion with a pressure reading of 9.8 psi. The suspect fsa series pressure sensor¿s zero offset voltage (1.0866 v) was within the manufacturer¿s zero offset voltage output. The fsa series manufacturer¿s zero offset specification is (1.00 volts +/- 0.154 volts.) Inspection of the suspect fsa series pressure sensor was observed to be in good condition. The pressure sensor date code was observed to be 03923 (08 february 2023). According to bd alaris system maintenance (asm) version 12.3.0 user manual, default pressure calibration is used on pump modules that have been previously calibrated, did not pass patient-side occlusion or fluid-side occlusion task, or had their pressure sensors replaced. Per the failure investigation report (dir:10000226347) lvp pressure system failure investigation, various potential factors influence the final patient-side occlusion (pso) test result. The factors that interact to influence final pso test pressure at occlusion are the system design of the software algorithms and the software limits; the disposable set variation along its length; the disposable set response over time; the pressure calibration software and the calibration set variation; and the pressure test methodology. Only use pressure calibration sets to calibrate the pressure system to avoid miscalibration of the pressure system. Do not use pressure calibration sets for more than 20 uses. Do not use pressure calibration sets past their expiration date (six-month maximum shelf life). Log review was not required. The root cause of the patient-side occlusion failure issue was identified to be due to a faulty patient-side fsa series pressure sensor and no product security issue was raised. The device was reported with no patient involvement. Root cause: the root cause of the reported patient-side occlusion failure of the suspect pump module was due to a faulty patient-side fsa series pressure sensor. The root cause of the pump module failing pressure calibration was not determined during testing as the pump calibrated without observing an issue.

Event description:
It was reported that the pump failed patient side occlusion test and was unable to calibrate pressure, would show "upstream & downstream voltage readings were not in range, upstream and downstream transducer checks failed¿. There was no patient involvement.